Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with spondylolisthesis, herniated nucleus pulposus and spinal stenosis, l4-l5 and l5-s1 and underwent the following procedures: l4-l5 and l5-s1 transforaminal lumbar interbody fusion (tlif) was done through a right-sided approach. Pedicle screw instrumentation at l4-l5 and l5-s1. Far lateral discectomy, right-sided l4-l5 and l5-s1. Morcellized allograft and local autograft. Placement of peek interbody cages. Fluoroscopy greater than one hour. Complex multi-layered 7-cm wound closure. Neurologic monitoring. Small rhbmp-2. As per op-notes,¿ next, an annulotomy was made in the right side l4-l5 disc space, paying careful attention to protect the nerve root. A subtotal discectomy was done via transforaminal approach at l4-l5 using disc shavers as well as pituitary rongeurs. The endplates were scraped down to a bleeding bony surface using curettes and disc shavers. Next, an appropriate-sized cage, which was a peek interbody cage, was chosen using trials. The cage was filled with local autograft bone from the facetectomy as well as one sponge from the rhbmp-2 set. The cage was impacted into the disc space and had excellent fit and fill in the disc space.¿ the patient tolerated the procedure well without any intraoperative complications.